Event description:
It is reported that an implanted great toe joint prosthesis became disassociated/disassembled one week post operatively. The device was removed at a revision surgery and replaced using a standard k-wire fusion technique. No further pt issues have been reported. Device was not returned for eval from the clinical facility, disposition is unk but believed discarded in error. Cause of failure cannot be determined without the device. (B)(4).

Manufacturer narrative:
Add'l catalog# sta-p4. Add'l lot# k10467.